Manufacturer narrative:
In-house testing was performed on retained kit lot 160705 with the following internal serum/plasma control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160705 was reviewed. This lot met the required release specifications. The customer returned the patient sample and it was tested with retain devices of the same kit lot. The test was valid with (B)(6) results. The (B)(6) result was not replicated. The sample was tested 3 weeks after the initial customer event. The storage and handling of this sample by the customer is unknown. Based on the information available, it appears a malfunction may have occurred with the test performed at the customer site as the test performed with the returned patient sample aligned with the confirmatory results. However the sample was tested 3 weeks after the initial customer event. The storage and handling of this sample by the customer is unknown. A review of the complaints reported false positive or unconfirmed false positive related to lot number 160705 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A false positive ab result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. The patient was comfirmed (B)(6) by a 4th generation test, biorad gs hiv ag/ab eia. It appears a malfunction may have occurred because the returned sample tested three weeks later was negative. The patient treatment and outcome were unknown. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).